Event description:
During an unknown procedure, the device was used for 2 hours to mobilize sigmoid colon. Blade was cutting through large quantities of adhesions and there was a lot of blood present. The amount of blood was normal for the procedure and there was nothing wrong with the shear not coagulating. Blade was cleaned intermittently. Blade was put aside to staple the distal transection for approx 30 minutes. When cutting resumed, the instrument gave an error code 5 "instrument error." There was no reported pt consequence.